Manufacturer narrative:
A steris service technician arrived onsite to inspect the processor and found user facility personnel had reconnected the hose subject of the reported event. The steris technician confirmed that the hot water supply hose was properly connected with a hose clamp, ran a test cycle and confirmed the unit to be operating properly.

Event description:
The user facility reported a hose disconnected from their reliance eps subsequently causing water to leak out. No report of injury or procedural delays or cancellations.